Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
During the patient's ICU stay she was extubated and reintubated on (B)(6) 2021; extubated on (B)(6) 2021, reintubated on (B)(6) 2021, and had a final extubation on (B)(6) 2021. The patient was made dnr/dni (do not resuscitate / do not intubate). The patient then became hemodialysis dependent and had a spontaneous right retroperitoneal hematoma on (B)(6) 2021 which required intervention in the catheterization lab. The patient received a total on (B)(4) units of packed red blood cells (prbcs) between admission and (B)(6) 2021. She developed dysphagia and a peg (percutaneous endoscopic gastrostomy) tube was placed. The patient was unable to sit up for longer than 20 unassisted minutes and was unable to be discharged to home on hemodialysis (hd) as she was not able to be accepted into outpatient hd treatment. The patient and family made the decision for the patient to go home on hospice and was discharged to home with hospice on (B)(6) 2021. The lvad was electively turned off on (B)(6)2021 and the patient passed away within 20 minutes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital on (B)(6) 2021 after refusing to speak or participate in rehabilitation therapy. On (B)(6) 2021 the patient had a pea (pulseless electrical activity) arrest and has been in the intensive care unit (ICU) since. She was extubated and neuro was intact at present.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) , and the reported pea (pulseless electrical activity) arrest, renal dysfunction, and bleeding could not be conclusively determined through this evaluation. It was also communicated by the account that none of the adverse events are considered directly caused by the left ventricular assist device (lvad), and the death was not considered related to the lvad. It was reported by the account that the heartmate 3 lvas, serial number (B)(6) , was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including cardiac arrhythmia, renal dysfunction, and bleeding. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the hm3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in case there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.